Event description:
Right ruptured implant. Pt. Scheduled for removal of bilateral breast implants, capsulectomy, and mastopexies. During surgery on right breast it was noted that the outer lumen of the implant was ruptured.